Event description:
It was reported that the lead fractured and the patient received two inappropriate therapies due to short interval counts. It was noted that noise was recreated during pocket manipulation and there was a high lead impedance measurement. The parameter on the lead was reprogrammed and the lead remains in use. A replacement procedure is planned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Oversensing was noted with fourteen ventricular non-sustained tachycardia episodes less than or equal to 210 ms on 11-jul-2012. There were three ventricular fibrillation episodes less than or equal to 160 ms average ventricular-cycle on 11-jul-2012. Interference/noise was noted with a ventricular short interval count v-sic equal to 79.1 counts average per day, in 150.75 days, between 12-feb-2012 and 11-jul-2012. Resistance/impedance increase was noted with the weekly pace lead impedance trend data show various spike increases for maximum right ventricular pace equal to 768 to 1472 ohms range between 17-dec-2010 and 06-jul-2012.